Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160 lot# serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient has had several falls throughout the year and her cervical stimulator stopped working on her right side, and the patient experienced her original pain that the stimulator had been helping with. An orthopedic spine surgeon saw that two top contacts in one of her cervical leads was broken. They were unable to interrogate the implantable neurostimulator as it was overdischarged and the patient left her recharger at home. The issue was not resolved at the time of the report. No surgical intervention occurred at the time of the report, but the patient was going to consult with a neurosurgeon to determine her options. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient started experiencing the cervical stimulator not helping with the pain on the right side 3 months prior to when the additional information was received. The circumstances that led to the overdischarged implantable neurostimulator that was unable to communicate was that the patient turned it off to charge it and when they tried to turn it back on, it would not charge nor come back on. The patient reported that the steps that will be taken to resolve the overdischarged implantable neurostimulator is that she has to have surgery to remove this implantable neurostimulator and put another one in, and also have surgery to remove the top lead part that broke off in her neck. The patient is in more pain because the part that broke moved up to c1 and is causing more pain that she can hardly stand. There were no further complications reported or anticipated.